Event description:
It was reported that the customer received a button error alarm on the insulin pump after it was on her bed while she was showering and she placed the insulin pump back on for a minute. Her blood glucose level was 218 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window and cracked reservoir tube lip.